Event description:
Patient's family member called on pt's behalf alleging meter was reading inaccurately low. Medical affairs spoke to the patient in 2003 and pt provided the following information: on monday night the patient tested their blood glucose at 8:10 pm. The result was 148 mg/dl. They retested at 10:10 pm and the result was 170 mg/dl. The patient took some tylenol flu medication for a cold and 5 units of humalog. They reported experiencing symptoms of breathing hard and pt's face was flushed. Within 10 minutes, pt's family member drove pt to the hospital, when they got to the hospital pt passed out on the steps in front of the hospital. Their blood sugar was measured on the hospital meter and the result was "hi". A lab test was done as well the result was 908 mg/dl. Pt was admitted to the ICU with a diagnosis of diabetic ketoacidosis. The patient reported never performing a control test on the meter. Control solution and test strips were being sent out to the patient; however, family member called back and requested a new meter.